Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was powering off when she was trying to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 at 7:30am, the patient reported trying to test upon waking as usual, and was not able to obtain a reading due to the alleged issue. The patient reported she normally tests twice a day, in the morning and in the evening, and her typical results are "120-170 mg/dl." The patient reported she uses a combination of medications to manage her diabetes including 2.5 mg of glyburide and onglyza 5 mg. On (B)(6) 2012 at 8:00am, the patient reported feeling "shaky and weak, and did not feel like herself." The patient reported attempting to test again on her lfs meter several times and the meter was showing "888" and then "25" and did not prompt the blood indicator icon. She patient reported after several attempts, she was able to obtain a reading of "45mg/dl" at an unknown time. The patient stated she had to care for her husband who is suffering from (B)(6) disease, therefore was not able to eat right away after the low reading. On (B)(6) 2012 at 8:30am, the patient reported having her usual breakfast of 1 slice of raison bread with peanut butter and a glass of orange juice. The patient reported after 15-20 minutes, she felt better. The patient denied trying to test her blood glucose again. The patient denied receiving treatment from a healthcare professional for an acute complication of diabetes. At the time of troubleshooting, the cca documented that the subject meter's battery needed to be replaced per the recommended guidelines. The patient also commented that her test strips were expired. The cca noted that this was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.